Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was attached to the port cap of an exactamix 3000 ml dual chamber eva bag. This was identified after opening the overpouch during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information/correction. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.